Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During today¿s revision surgery in (B)(6) medical center (B)(6), surgeon discovered that one of the screws in the patient is broken. Screw was implanted during primary surgery (probably in (B)(6) hospital in 2014) and breakage is not a consequence of today¿s surgery nor was the reason for revision surgery in the first place (reason for today¿s revision surgery was prolonging of the construct ¿ primary construct l3-s1, new construct l2-s1, s1 screw was broken). Broken head was removed, shaft of the screw was left in the patient. Operator was neurosurgeon dr. (B)(6) from (B)(6), product involved was expedium dual innie screw 6x45mm (code 179722645, lot: apndmr). User has experience with this system, (B)(6) (market development manager) and (B)(6) (sales rep) were present during the procedure. Broken head will be returned to us next week when it is sterilized.

Manufacturer narrative:
Product complaint # (B)(4). The screw was found to be broken at its neck. The screw was subsequently submitted for fracture analysis. An optical image of the fractured surfaces shows two surface morphologies. There is a smooth region and a grainy/rough region with progression lines, which are indicative of fatigue failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the screw breaking cannot be determined from the sample and information provided. The results of fracture analysis have determined that a potential root cause may be fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.